Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The patient visited the emergency room due to abdominal pain; however, it was not reported if the patient was hospitalized. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.